Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for severe coughing episodes. These episodes resulted in the pt passing out. The hospital staff suspected that a vasovagal response from coughing triggered a pi event. The coughing episodes were reported to be unrelated to the pump. It was also reported that the pump speed was slow to return to the fixed set speed from a low speed limit. A few weeks later, the pt received a heart transplant. During explant of the pump, the surgeon found that the outflow graft bend relief was detached from the pump.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.